Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump or manual insulin injection. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and customer failed to properly cycle the cartridge. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and educated the customer to properly cycle the cartridge before use. Customer cleared the alarm and resumed insulin delivery.